Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Information from the field indicated that ablations were performed with an estimated rf power of 34w. The tacticath contact force ablation catheter, sensor enabled instructions for use (IFU) warns that ¿application of rf energy at a power higher than 30w is associated with a higher likelihood of audible steam pop occurrence¿ and that ¿too high rf power during ablation may lead to perforation caused by steam pop;" however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a cti ablation, a steam pop and effusion were noted on ice. The patient was treated and is currently in stable condition.